Manufacturer narrative:
The 510 (k) is k093745.

Event description:
The reporter contacted lifescan (B)(4) alleging that the subject meter was displaying the battery indicator frequently and the reported issue was unresolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.